Event description:
It was reported, that the right ventricular (rv) lead exhibited low amplitude issue. The lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).